Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The main coil, the delivery wire and the introducer sheath were returned. Visual inspection was performed, and it was found that the main coil and the delivery wire were interlocked inside the introducer sheath. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Blood was noticed inside the introducer sheath. The twist lock was opened. The main coil was stretched and detached at middle section. Functional inspection was performed, and the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath in order to release the main coil. Microscope inspection was performed, and it was found that the main coil was detached at middle section. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14dec2022. It was reported that the coil became stuck in the catheter. A 10mmx40cm interlock-35 coil was selected for use in the internal iliac artery. During procedure, a non-boston scientific catheter was used to deploy the first coil. However, during angle adjustment process, the coil could not be pushed, and the withdrawal could not be achieved. The coil was removed from the patient's body together with the catheter and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the main coil was detached at middle section.